Event description:
The lay user/patient contacted lifescan alleging the meter displays error 1 message. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.

Event description:
It was reported that the pt had their device replaced because it was not working. Specifically, the healthcare professional noted that the device failed to "reboot". The physician had seen the pt since the replacement surgery. If additional info becomes available, a follow-up report will be sent.

Manufacturer narrative:
Follow up # 1/supplemental report text-12/01/2010. The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case failed testing. The meter was found to have processor failure. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report; 510(k)# is k082590.